Event description:
A surgeon reports that a pt has experienced loss in visual acuity (va) over the past several months. The pt's initial iol implant surgery was nearly 4 years ago. Two years ago, the pt's va was 7-8/10 (20/25 to 20/28). Currently the pt's va is 5/10 (20/40).

Event description:
A follow-up visit was made with the surgeon and the pt. During examination of the affected eye, the fundus was clearly visible through the intraocular lens. The surgeon agreed that this contraindicates the previously reported "opacification" of the lens. The pt's ocular pathologies were identified as the most likely cause of the loss of visual acuity reported over the past several months. The surgeon agreed to have a fluorescein angiogram performed by a physicain in the pt's home town.